Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 57, 84 and 64 mg/dl. The customer¿s expected blood glucose test result is below 110 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/19/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 57 mg/dl date: 6/11/2025 time: 8:46 am fasting. Result 2: 84 mg/dl date: 6/10/2025 time: 9:00 am fasting. Result 3: 64 mg/dl date: 6/03/2025 time: 7:52 am fasting. Result 4: 97 mg/dl date: 6/02/2025 time: 8:30 am fasting. Result 5: 111 mg/dl date: 6/01/2025 time: 8:15 am fasting.

Manufacturer narrative:
Sections with additional information as of 01-aug-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.